Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. A returned product evaluation was also completed, as the separated tip along with the remainder of the device was returned to vsi. The tip was found to be extremely charred, from the use of the device. The IFU precautions, "exercise care in handling of the var-lase laser fiber during a procedure to reduce the possibility of accidental breakage, bending or kinking."

Event description:
Post procedure the consultant was wiping the burned blood from the tip and the tip came off in his hands. Tip is sent along with fibre. No patient injury or impact reported.